Manufacturer narrative:
A sample was not returned for this complaint. The customer's complaint history was reviewed for a one year period; this is the first event reported regarding this issue for this facility. There are no add'l reports against this finished goods lot. The pak was built per specs. The customer did not retain a sample for this investigation. The facility stated that it is "not indicating the product involved and that this report is for info only". The sterilization batch records were reviewed by sterility assurance and no issues/deviations were noted and the product was released per specs. The root cause of the customer's complaint is not known. (B)(4).

Event description:
A nurse reported that a pt was diagnosed with endophthalmitis six days following a cataract extraction with lens implant surgery. Cultures were performed. No other info is available at this time. Add'l info has been requested.